Event description:
In 2005, while wearing the external equipment, the patient reportedly had no sound percept. The patient was seen by a complany representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's c1 device was scheduled.